Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The physician doesn't suspect device malfunction but returned the device for analysis. In december 2014 follow up, the device was functioning normal and all leads measurements were normal with no alerts or issues. The patient overdosed on drugs and had some ventricular tachycardia (vt).

Manufacturer narrative:
A partial lead with the connector pin measuring 15.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.